Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x14mm stent 12 mm dw tip intracranial stent (enc451412, 7632759) was found to be released in the introducer sheath. The stent body was separated prematurely from the delivery wire. The physician retracted the stent and switched to a new one to complete the surgery. The prowler select plus 150/5cm microcatheter (606s255x, 31018684) microcatheter was not replaced. There was no patient injury reported. There was no excessive force applied to the device. There was no resistance felt within the microcatheter (mc). They were able to torque the device. There was no evidence of physical material within the device. No other devices were used with the concomitant device prior to the encountered resistance. It was not necessary to remove the mc. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x14mm stent 12 mm dw tip intracranial stent (enc451412, 7632759) was found to be released in the introducer sheath. The stent body was separated prematurely from the delivery wire. The physician retracted the stent and switched to a new one to complete the surgery. The prowler select plus 150/5cm microcatheter (606s255x, 31018684) microcatheter was not replaced. There was no patient injury reported. There was no excessive force applied to the device. There was no resistance felt within the microcatheter (mc). They were able to torque the device. There was no evidence of physical material within the device. No other devices were used with the concomitant device prior to the encountered resistance. It was not necessary to remove the mc. There were no procedural delays due to the event. A non-sterile EU 4.5x14mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no damages were observed on the delivery system nor on the detached stent component. Further inspection under the microscope revealed that no abnormalities were found on it (i.e. No broken struts, no kinks). Both ends of the stent were noted to be completely expanded. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition of the stent. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: carefully place the dispenser hoop into the sterile field. Remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the wire and introducer together to prevent stent movement. Remove the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.